Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 250 cc mentor siltex round moderate profile on both sides and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3501640; serial number (B)(4) on the left side, and with catalog number 3501640; serial number (B)(4) on the right side on (B)(6) 2020.

Manufacturer narrative:
On september 24, 2020, mentor became aware that the doctor was not the implanting surgeon for the device in question. The office is not why these are blue. On october 1, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, parallel lines of shell wear were observed on the posterior view. A tear measuring approximately 0.5 cm was also observed within the shell wear/fold. A blue coloration was also noted. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).